Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 60 -year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, ECG stress testing and defib cycling without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. No evidence in the device logs to confirm the customer report. Analysis of reports of this type has not identified an increase in trend.